Event description:
On (b)2013, the lay-user/patient contacted lifescan (lfs) USA alleging that the onetouch ping meter has a power issue. The patient manages her/his diabetes with the insulin pump. The power issue reportedly began on (B)(6) 2013, at 7 pm. The patient took her usual insulin treatment (5 to 22 units of humalog) after the issue began. Subsequently, the patient reportedly had symptom of "dehydration" but did not have any reported medical intervention to suggest a serious injury. During troubleshooting, the power issue was not resolved with training. The battery did not need to be replaced. The subject meter did not power on with either the test strip or with the power button. There was no product misuse. This complaint is being reported due to the power button and because the patient had symptom suggestive of hyperglycemia after the power issue began.

Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.